Event description:
It was reported that a patient had a medtronic pain pump move and they needed a health care provider (hcp). The patient had a pain pump implanted. The pump had flipped. They needed a pain doctor in the columbus, ohio area ¿asap¿. The drug information was not known at the time of the report. No interventions were reported. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).